Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported thrombus on the device occurred. In (B)(6) 2016 a left atrial appendage (laa) closure procedure was successfully performed. A 30mm watchman ® laa closure device was implanted. The patient had a follow up transesophageal echocardiogram (tee) in (B)(6) 2016 which revealed .5 centimeter leak. The patient had stopped warfarin prior to the 45 day follow-up because of intolerance to anticoagulant. They were placed on plavix only. In (B)(6) 2017 at the 12 month tee, thrombus was noted. The family declined putting the patient back on warfarin and they remained on plavix. The patient is scheduled for re-image in (B)(6) 2017.